Event description:
It was reported during the procedure the coil (subject device) prematurely detached in the catheter. The device was removed with a snare. The subject device was replaced, and the procedure was completed successfully. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection there was dried blood seen along the main coil. The main coil was seen to be stretched and kinked. The coil delivery wire was not returned. Functional test not carried out as coil was detached. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the rhv was opened enough to allow passage of the device through without damage, and the coil was advanced slowly and gently without applying excessive force. During analysis, the main coil was found to be kinked/bent and stretched. The coil was returned detached without the delivery wire. Based on the analysis, it is possible that the coil may have been advanced against friction in the microcatheter during the procedure which in turn could cause damage to the coil and premature detachment when the device was retracted. An assignable cause of procedural factors will be assigned to the as reported and analyzed event of the main coil prematurely detached/separated during use, the main coil stretched and the main coil kinked/bent since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
The device has not yet been returned for evaluation.

Event description:
It was reported during the procedure the coil (subject device) prematurely detached in the catheter. The device was removed with a snare. The subject device was replaced, and the procedure was completed successfully. There were no clinical consequences to the patient due to this event.